Manufacturer narrative:
Additional review of the event and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: as per notes cause of passing was due to heart failure, which is not directly related to diabetics and also as per latest information also no mention of hyperglycemia or blood glucose values provided within the note only hypertension and heart failure. So event submitted under regulatory report 2032227-2025-259819 is not-reportable.

Event description:
It was reported to medtronic minimed that the customer passed away on (B)(6) 2025. The cause of death was heart failure, hypertension. The insulin pump was worn at the time of passing. The last known product(s) for this customer is unk_ngp. Troubleshooting was performed for deceased reporting. It was unknown whether the customer had been using the insulin pump system within 48 hours of reported event. There is no mention of the auto mode feature at the time of the event. No product return is required for unk_ngp, mmt-332a, unomedical.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.